Manufacturer narrative:
Corrected data: g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the absence of image issue could not be identified. Additionally, the cause of the b30 error was determined to have likely occurred due to mechanical defects in the connection socket. However, the cause of the suggested poor connection could not be identified. The instruction manual identifies the following verbiage, " do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.". The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
During device maintenance it was noted that the evis exera iii xenon light source was no producing an image. There was no patient involvement during this event.

Manufacturer narrative:
The customer reported that the light source had not been used in approximately 1 year. When attempting to pull the trolley into operation, an error message appeared because the connecting cable between the light source and processor was not making proper contact. The customer was able to resolve the first error message; however, a b30 scope communication error message appeared next. The customer attempted two different scopes, and the error message appeared with both. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.